Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and the camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the loss of a usable live image. No pt or user injury was reported.